Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm mega suturecut needle driver instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during central processing, 8mm mega suturecut needle driver instrument wire was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporterand obtained the following additional information: the instrument was inspected, and the wire was broken. It was identified during sterile processing area. No patient information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.